Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt experienced blood glucose of 39mg/dl. She stated that she experienced sweatiness along with the low blood glucose reading. She teated herself with oral carbohydrates and her blood glucose resolved within five hours. The pt reported that she had received an auto-off alarm, disconnected from the infusion set, and primed the pump. She then reconnected and proceeded to unnecessarily fill the cannula with 0.7 units. The pt's error resulted in an over delivery of insulin that was the likely cause of the low blood glucose event.

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no black box history was available for the time of the reported event due to continued patient use. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Unrelated to the complaint, the display was found to be miscolored.